Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinical manager reported that the ultrafiltration (uf) removal was high during use of a fresenius 2008k2 hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programmed to a scheduled treatment time of 3 hours and 45. After an hour of treatment, the patient complaint of cramping and was given a one-time dose of nepro. The uf was not turned off at all during treatment. It is unknown if the up/down arrow keys were used to program the initial setting. The patient¿s pre weight was (B)(6) and post weight was (B)(6). It was confirmed that no additional treatments were required. Additional patient and treatment details were not provided. Per the clinical manager, the machine was not yet returned to service.

Manufacturer narrative:
Clinical investigation: there is a possible causal relationship between the patient¿s symptoms of cramping and hd therapy on the 2008t machine. The machine reportedly removed too much fluid from the patient. However, based on the available information provided by the clinic it cannot be confirmed. There is no treatment data available and the programmed uf was a difference of 100ml with the actual uf. Based on the available information, causality of the adverse event cannot be confirmed. Should additional information become available, this clinical evaluation will be reassessed.

Manufacturer narrative:
Updated information: a user facility clinical manager reported that the ultrafiltration (uf) removal was high during use of a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programmed to a scheduled treatment time of 3 hours and 45. After an hour of treatment, the patient complaint of cramping and was given a one-time dose of nepro. It was confirmed that the programmed ultrafiltration was set at the 1200ml minimum. The clinic manager confirmed the patient was given 600ml of saline at the beginning of treatment, as the patient came in under their target weight. The uf was not turned off at all during treatment. It is unknown if the up/down arrow keys were used to program the initial setting. The patient¿s pre weight was 94.7kg and post weight was 94kg. It was confirmed that no additional treatments were required. Additional patient and treatment details were not provided. Per the clinical manager, the machine was not yet returned to service.

Event description:
A user facility clinical manager reported that the ultrafiltration (uf) removal was high during use of a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programmed to a scheduled treatment time of 3 hours and 45. After an hour of treatment, the patient complaint of cramping and was given a one-time dose of nepro. It was confirmed that the programmed ultrafiltration was set at the 1200ml minimum. The clinic manager confirmed the patient was given 600ml of saline at the beginning of treatment, as the patient came in under their target weight. The uf was not turned off at all during treatment. It is unknown if the up/down arrow keys were used to program the initial setting. The patient¿s pre weight was 94.7kg and post weight was 94kg. It was confirmed that no additional treatments were required. Additional patient and treatment details were not provided. Per the clinical manager, the machine was not yet returned to service.